Manufacturer narrative:
(B)(4).

Event description:
Additional information received from principal investigator/study coordinator: on (B)(6) 2013, the patient was implanted with two conformable gore tag thoracic endoprostheses (tgu262110/11530370 and tgu212110/946956) as part of a re-intervention procedure to treat a chronic type b aortic dissection and a descending thoracic aortic aneurysm. On (B)(6) 2014, the same chronic type b dissection was identified. On (B)(6) 2014, the patient underwent an arteriogram with coil and liquid embolization of the false lumen of the type b dissection. According to the report, the dissection was only partially resolved. The patient tolerated the procedure.

Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu262110/11530370 and tgu212110/946956) as part of a re-intervention procedure to treat a chronic type b aortic dissection and a descending thoracic aortic aneurysm. On (B)(6) 2014, a chronic type b dissection was identified. It is unknown whether the dissection was new, or an extension of the original dissection. On (B)(6) 2014, the patient underwent an arteriogram with coil and liquid embolization of the false lumen of the type b dissection.

Manufacturer narrative:
Additional tag® device included in this report: tgu212110/946956. Results pending review of manufacturing paperwork.